Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(4). PMA 510(k): the device is combination product. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found the supplier sealing was opened partial length. The manufacture sealing was intact. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to supplier packaging issue. A summary of the investigation has been sent to the complainant. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the polymer satchel appeared to be not properly sealed and there was powder in the box.